Event description:
Patient with hospital acquired pressure injury to upper lip/philtrum from hollister anchofast etad device. Patients pressure injury is a deep tissue pressure injury. This device was redesigned and the foam that touches the upper lip/philtrum area is now ridged. Multiple patients within our organization have had hospital-acquired pressure injuries (hapis) since this new design on product has been in use.